Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2f57z implanted: (B)(6) 2021. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was because lead electrodes had impedances and was due to the lead was implanted in 2021. And as for intervention, they called technical support for assistance. Determined it was a lead issue and programmed the device to account for the impedances and the issue was resolved and device is still in use

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were in a replacement case and once new ins was connected to the lead, there were high impedances on all contacts according to the summary screen. Caller looked further at contact 3 which showed case and 0 were normal but contacts 1 and 2 were over 4k ohms. Caller stated that the system was checked previously by someone else and everything was fine. Technical services specialist (tss) had caller set-up a program on 1-3 pair with high impedances to check for motor response but they received "device at max settings" message at 0.3 ma. Tss reviewed they can reconnect the old device to the lead and see what impedances were prior to the device replacement to try and determine if the issue was with the existing lead or new device. Tss reviewed the other option would be to replace the lead as there may be an issue with the lead and possibly, but less likely, with the new device. At this point, the hcp said they would call back and the caller disconnected. The issue was not resolved through troubleshooting. The manufacturing representative (rep) called back and reviewed impedance and programming. They reported every pair with contact 1 and 2 was showing >4k ohms. They reported that they reprogrammed to c0 and c3.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2f57z, implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.